Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: please find the below responses: did the device cut with this reload? Yes, the stapler cut the tissue. . Did the device staple with this reload? No, the staple did formed with this reload.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged drivers, damaged motor, damaged one piece sled. The device was received for analysis with no visual non-conformances and with an ecr60b loaded into the device. Furthermore, the reload was noted to be fully fired on the right side, on the left side the outer line was fully fired and the 2 inner rows were partially fired 1/8. Once the pan was removed from the cartridge body, one piece sled and some drivers were noted damaged. No evidence of damage on the cartridge deck was found. Upon evaluation, the device was noted to be non functional. In order to verify the condition of the internal components, the device was disassembled and the motor was found damaged. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the cartridge misfired. Unknown how case was completed. There were no adverse consequences for the patient.